Manufacturer narrative:
Pump received with an intermittent respond keypad at the middle and down buttons due to flattened dome (creased). Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-tests. Thus, and software was utilized and downloaded trace/history files properly. No unexpected stuck button error, no delivery alarms anomalies were noted during testing. However, stuck button error in the file history on event date (B)(6) 2025 13:51:30.000, (B)(6) 2025 13:58:52.000. Pump was cut open to perform visual inspection no moisture damage on the electronics, battery connector, keypad assembly, motor, vibrator during visual inspection. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, missing display window cover, stained keypad overlay, cracked battery tube threads, cracked case (battery tube). Pump received with stuck button error and intermittent respond keypad at the middle and down buttons due to flattened dome (creased). Unable to verify customer alleged for low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported a stuck button alarm. Blood glucose value at the time of event was 133 mg/dl. The customer experienced symptoms of slurry speech and blurry vision during the event. The customer was treated with carbohydrate intake. The event involved product(s) mmt-1880, mmt-397a, mmt-332a. Troubleshooting was performed and the customer was advised to monitor the insulin pump and blood glucose, also advised to call healthcare professional to discuss possible causes of low blood glucose. Troubleshooting was performed for the stuck button alarm and the customer was able to clear the alarm. No further patient complications were reported. No product return is required for mmt-1880. No product return is required for mmt-397a. No product return is required for mmt-332a.